Event description:
It was reported that bd posiflush-sp solution was cloudy. The following information was provided by the initial reporter: liquid appears cloudy.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
See d suspect medical device. Product clarification. Material/lot #/details updated.

Event description:
Product clarification. See d suspect medical device.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 306574 and lot number 4255229. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. There were no non-conformances or second samplings recorded for the reported issues. There was no documentation for any issue affecting the saline solution that could be related to this reported issue. All controls in place at the manufacturing site have been reviewed and found to be acceptable. These controls include weekday bioburden testing, overkill sterilization process, environmental fill testing within the filling area, double filtering of the solution before syringe fill, daily endotoxin testing, heavy metal testing performed daily per batch, continuous water quality monitoring, and daily transparency testing. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. The solution does not appear cloudy. For the issue of cloudy solution, this could not be confirmed by the picture provided as the saline solution was not cloudy. It is possible that the plastic material used to mold the barrel component may be less transparent than others used by other companies, so it may seem as though the solution is cloudy. We recommend emptying the solution into a glass to verify the cloudiness of the saline solution. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.